Event description:
The aneurx device was implanted in a male pt. An operative report sent to medtronic ave states that an aortogram was performed on 6/15/01. Using a pigtall catheter, the position of the bifurcated stent graft was identified as well as the renal arteries and iliac vessels. The stent graft was noted to be at the angulation of the aortic neck approximately 2.5-3cm below the renal arteries. The pigtail catheter was then advanced into the thoracic aorta. A lunderquist wire was passed over this and an arteriotomy was made on the common femoral artery and a 22 french sheath was passed over the lunderquist wire into the proximal aorta. The left femoral artery was cannulated percutaneously and a guidewire was passed. A pigtail catheter was passed over this and a 28mm aortic cuff was passed through the sheath just above the renal arteries. An arteriogram was performed via the left pigtail catheter. The renal arteries were delineated and the aortic cuff was deployed just at the level of the renal arteries without obstructing blood flow. The arteriogram showed minimal overlap of the new cuff and the existing bifurcated limb. Therefore, a second aortic cuff was passed through the sheath to overlap the existing devices. This was subsequently balloon dilated. Another aortogram was performed showing good position of the stent graft devices with no evidence of a type I endoleak. The left groin was closed with a perclose device.

Event description:
It is reported that a 26mm aneurx bifurcated stent was implanted in 2001. The exact size of the bifurcated stent graft and exact date of implant are unknown. The aneurysm size and vessel morphology are unknown. It is reported that the patient had a short angulated neck and that the patient was not a candidate for surgical repair. It was reported that the bifurcated stent graft migrated; therefore, two 28mm aortic cuffs were placed proximally. No additional information is available at this time. No additional clinical sequelae were reported and the patient is reported to be fine.